Manufacturer narrative:
Samples received: 2 open units. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was a "inlet drying" deviation. Uncritical, since it is before starting production. Received two open ampoules without pouch. Both open received ampoules have been checked. Twist closure of both ampoules was removed and no part of the complaint samples. The glue inside the ampoules was still liquid. However, without any closed sample a proper analysis cannot be performed. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incident is taken and if any closed sample is received in the future, the case will be re-opened and analyzed corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that when a physician received four ampoules, the packaging was already opened.